Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a fill estimate issue with a difference greater than 30 units compared to the expected 100 units. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller decided to monitor the situation and follow up if necessary.